Event description:
The customer reported that the system would not completely boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated the fuses on the backplane. The system operated as intended.